Event description:
It was reported that during the preparation for a coronary stenting treatment procedure, stent damage was noted. While unpacking the 2.25x24mm liberte for a stenting procedure intended for the right coronary artery, it was noted that the stent was loose on the balloon. Upon examination, the physician ran a glove over the stent and the stent snagged the glove suggesting the stent was deformed. The 2.25x24mm liberte never made contact with the patient and the procedure was successfully completed with another liberte stent. No patient complications occurred and the patient's condition was listed as "stable".

Manufacturer narrative:
(B)(4).